Event description:
Customer has stated "I used the trainer for the first time and immediately became infected with a horrible urinary track infection in less than 24 hours. My husband rushed me to an urgent care center because I was literally urinating blood with large clots". She was advised by the doctor to discontinuing using the trainer. Customer has reported from us.